Event description:
According to the reporter, they commenced on routine hd (hemodialysis) as prescribed; there was no outward flow in the arterial catheter, and the line was reversed but still not working. Flushing was done prior to use, and the line was unable to be used reliably for dialysis without urokinase dwells. No other defects or damage were found on the product. No other products were being utilized with the device. Standard cleaning of dialysis catheters in the unit was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. Heparin 1000 units per ml (milliliter) as an anticoagulant, usually 1 ml per hour while on hd, titrated as needed. The cvc (central venous catheter) was flushed with heparin sodium with minimal effect, then locked with taurolock urokainase for 1:30 minutes with good flow on assessment, but arterial pressure was low on the machine. They managed 2 hours of hd, set for 1.5 liters, with low pump speed and frequent low arterial pressure alarms, and medical staff was aware. The patient had no history of a blood clot in a vein deep in the body or deep vein thrombosis (dvt). The catheter had been in place for 35 days. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.